Manufacturer narrative:
The subject device was evaluated. Device inspection and testing : during testing the device sp over voltage test failed due to faulty sprf board. The current software is v3.03. The housing has multiple minor scratches. Review of fault log found no error. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
During an asset return (loaner) inspection with no complaint reported, the device sp over voltage test failed due to faulty sprf board. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty power supply unit board could not be determined at this time. Olympus will continue to monitor field performance for this device.